Event description:
It was reported that the pt underwent a laparoscopic supracervical hysterectomy. During the procedure, the motor drive unit of the morcellator wouldn't activate and a grinding noise coming from inside the unit was heard. A second motor drive unit was used to complete the case with no adverse pt consequences.

Manufacturer narrative:
H-6 conclusion:no conclusion can be drawn at this time.